Event description:
The customer reported that the sys would intermittently display a black screen on both of the monitors. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep replaced the pins at the 9pl1 plug. The sys was tested and found to be working as intended and put back in svc.